Event description:
This letter is to inform you of this adverse event as the suspected device of "agilis sheath introducer" is not manufactured or imported by biosense webster, inc. Event description: situation : when sheath (agilis) was inserted, st increased. Pneumatic st returned to normal. Timing when complaints occurred : when the sheath was inserted how to complete the procedure : resolved by removing air. St elevation. Air was removed, ended without problem. The physician commented that no causality." No further information is available. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).